Event description:
Dr was doing the case when all of a sudden they noticed that the tip of the electrode looked soft, and like it was melting. Took the electrode out and opened another one to finish the case.

Manufacturer narrative:
Eval statement: the complaint device was received by mitek and evaluated visually. Visually, the device is missing a portion of the ceramic material from the distal tip, and the coil appeared deformed. The examination revealed that the failure of the device is consistent with failures produced in a lab environment by the application of excessive mechanical force. Although it is not conclusive, we could not identify any other factors that would result in such a failure other than those mentioned in the instructions for use. Also, this is a single use device and it is not established if the device in fact saw only one usage, in other words there is the question of the possibility that the complaint device has been reprocessed, which would add another dimension to the failure issue. The sales rep was not aware whether or not the broken fragment fell into or was left in the body; it is possible that pt injury could potentially occur. No corrective action is required. No further action is warranted at this time. Mitek has retained the device in the event that further eval becomes necessary. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.